Manufacturer narrative:
In section h6 the health effect and impact codes were updated.

Event description:
It was reported the patient received the following results within 15 minutes: 95 mg/dl with the guide meter and 60 mg/dl with a professional meter. Treatment of apple juice and 2 packages of graham crackers provided by the doctor.